Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp in 2009, that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed four days prior. According to the complainant, during the procedure, about one centimeter of the guidewire distal tip broke off. No retrieval attempts were made as the physician did not feel the detached fragment would cause any complications to the pt. The procedure was completed with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.